Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The caregiver alleges the ventilator stopped operating and did not alarm. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a patient allegedly expired while using a ventilator. The caregiver alleges the ventilator stopped operating and did not alarm. The ventilator was in the possession of the local police department. Requests were made by the manufacturer to evaluate the ventilator, but the attempts were unsuccessful due to possible litigation. The manufacturer has confirmed that no additional communication related to litigation has been received. All requests to gain additional information were unsuccessful. The manufacturer believes that no additional information is forthcoming. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.